Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504-505 mg/dl with moderate ketone levels of 23-24 mg/dl; cause was due to customer experiencing a minimum fill notification. Reportedly, customer was using cold insulin with pump and pump supplies. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer was released from the ER on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the infusion set tubing and infusion set cannula in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide" avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time."